Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the error code 133.6080 on the pcu was replicated and confirmed in the log review as well as observed during testing. Results from the laboratory testing identified a malfunctioning backup speaker assembly caused the pcu to display an error code 133.6080. The suspect pcu underwent preventive maintenance testing with the test backup speaker using alaris system maintenance software v12.3. The pcu passed all preventive maintenance tests without malfunctions or errors. The external and internal inspection of the pcu revealed the device to have the manufacturer seal broken. This finding indicates that the device has been opened after leaving bd production or san diego repair center. All parts inspected were manufactured by bd. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 11dec2024; time was not reported. A review of the suspect pcu event log showed that error code 133.6080 first occurred on (B)(6) 2024 at 6:07 am through on (B)(6) 2024. During this time the error code appeared (9) nine times. No active infusion was programmed on the day of the reported event. As soon as the pcu is turned on, the error code 133.6080 appears, the system stops working, the fatal error alarm turns on and any connected module stops working. This event is repeated every time the pcu is turned on and after 1-2 minutes the device turns off. Per the alaris system user manual v12.3.2, the following should be performed when programming a device for infusion. The error code 133.6080 explanation means backup speaker failed; the speaker needs replacing. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pcu s/n: (B)(6) (w/o: (B)(4). Please replace the back up speaker and re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue that the system error code 133.6080 displayed on the screen of the pcu is being attributed to faulty back up speaker assembly. The root cause of the malfunctioning back up speaker assembly was not identified during the investigation. Note that imdrf annex a23, c23, d11 and g02002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6080. Error code persists despite leaving device to charge. There was no patient involvement.

Manufacturer narrative:
Omit: a23 - use of device problem (1670), g02002 - battery, c23 - usage problem identified, d11 - cause traced to user. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the error code 133.6080 on the pcu was replicated and confirmed in the log review as well as observed during testing. Results from the laboratory testing identified a malfunctioning backup speaker assembly caused the pcu to display an error code 133.6080. The suspect pcu underwent preventive maintenance testing with the test backup speaker using alaris system maintenance software v12.3. The pcu passed all preventive maintenance tests without malfunctions or errors. The external and internal inspection of the pcu revealed the device to have the manufacturer seal broken. This finding indicates that the device has been opened after leaving bd production or san diego repair center. All parts inspected were manufactured by bd. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 11dec2024; time was not reported. A review of the suspect pcu event log showed that error code 133.6080 first occurred on 19nov2024 at 6:07 am through 11dec2024. During this time the error code appeared (9) nine times. No active infusion was programmed on the day of the reported event. As soon as the pcu is turned on, the error code 133.6080 appears, the system stops working, the fatal error alarm turns on and any connected module stops working. This event is repeated every time the pcu is turned on and after 1-2 minutes the device turns off. Per the alaris system user manual v12.3.2, the following should be performed when programming a device for infusion. The error code 133.6080 explanation means backup speaker failed; the speaker needs replacing. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable cause of the reported issue that the system error code 133.6080 displayed on the screen of the pcu is being attributed to faulty back up speaker assembly. The root cause of the malfunctioning back up speaker assembly was not identified during the investigation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6080. Error code persists despite leaving device to charge. There was no patient involvement.